Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation, the right atrial (ra) lead exhibited oversensing noise leading to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.